Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
61 - intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found damage on the curved blade ¿ the broken piece, approximately 0.53" x 0.10" was returned for evaluation. The returned piece was matched with the instrument and no material appeared to be missing. It is known that inadvertent contact with staples, clips, or other instruments while the instrument is activated may result in a cracked or broken blade. Scratches on the blade may lead to premature blade failure. The system will display an error message and will seize to work accordingly once it detects any blade damage. The known cause of this issue is fatigue failure attributed to mishandling / misuse. Based on failure analysis investigation, this is deemed as a non-reportable event and the initial MDR report is being retracted. The known common cause for the reported failure is mishandling/ misuse and not due to a malfunction of the device. Additionally, there was no report of patient injury or harm.

Manufacturer narrative:
Isi has not received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted gastrectomy procedure, the harmonic ace instrument blade broke and fell inside the patient. The broken piece was retrieved during the same surgical procedure. The user completed the procedure using a backup instrument with no further issue. Although, the fragment was retrieved without patient harm, adverse outcome or injury, at this time is unknown what caused the issue to occur.

Event description:
It was reported that during a da vinci-assisted gastrectomy procedure, the harmonic ace instrument blade broke and fell inside the patient. The broken piece was retrieved during the same surgical procedure. The user completed the procedure using a backup instrument with no further issue. There was no report of instrument collision, patient harm, adverse outcome or injury.